Manufacturer narrative:
Age at time of the event: 20s. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient developed an elevated creatinine level after the procedure. An angiojet® zelantedvt¿ catheter was selected for use during a thrombectomy procedure within a deep vein thrombosis (dvt) in the patient's iliofemoral vein. There were no performance issues noted with the device during the procedure. The device had a run time of 230 seconds. 12cc of contrast was used during the procedure. The patient was given adequate IV, and oral, fluids prior to and after the procedure. However, the evening of the procedure, the patient's creatinine increased to 3.02. The level decreased to 2.6 the day after the procedure, and as of (B)(6) 2018 the patient's creatinine level was continuing to go down (however the latest level was not reported). The patient was discharged from the hospital on (B)(6) 2018. No interventions or complications were reported. The patients status is improving.